Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a drainage procedure of a biliary stenosis performed on (B)(6), 2011.according to the complainant, during the procedure, when the stent was attempted to be deployed, it was noted that the guide catheter was torn and the stent was unable to be released. The broken guide catheter remained within the push catheter, and the delivery system was removed from the patient as one unit with the endocsope. No other damage was noted to the device. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.(B)(4).according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.